Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "patient reported pain and instability in his right hip. Original hip replacement was performed in 2012 at an outside facility. Imaging showed a complete disassociation from the femoral head component off the trunnion of the femoral stem component. During the procedure adverse local tissue reaction was reported by the surgeon, as well as the trunnion wearing through the polyethylene liner of the hip and into the acetabular component damaging the locking mechanism. All 5 components implanted during the index procedure were stryker components, they were removed from the patient and revised with stryker components. No further information will be released by the hospital or surgeon.